Event description:
An ortho-clinical diagnostics employee identified a calibration failure on the analyzer following an extended idle time. There subsequent calibration events yielded acceptable calibration results. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as result of this event.